Manufacturer narrative:
The customer observed that the cc cuvette dry tip was dirty and replaced the part, resolving the issue. Return testing was not completed as returns were not available. The instrument service history review for (B)(6) revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the architect c8000 did not identify any trends. A review of tracking and trending for the cc cuvette dry tip did not identify any trends. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect c8000 for serial (B)(6) or the cc cuvette dry tip were identified.

Event description:
The customer observed discrepant results on multiple assays on architect c8000 processing module for multiple patients. The one result example provided were: on (B)(6) 2024 sid (B)(6) magnesium initial=7.7 mg/dl /repeated=2.1 mg/dl there was no reported impact to patient management.

Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid= (B)(6).all available patient information was included. Additional patient details are not available.an evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed discrepant results on multiple assays on architect c8000 processing module for multiple patients. The one result example provided were:on (B)(6) 2024 sid (B)(6) magnesium initial=7.7 mg/dl /repeated=2.1 mg/dl there was no reported impact to patient management.